Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The interrogated battery status was end of life (eol) and device memory noted no resets or error codes. Bin hopping analysis noted that the device was operating on the edge of the first and second current bins. A failure mode was consistent with other devices that are bin hopping. Further, allegation of premature battery depletion (pbd) was confirmed.

Event description:
--

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion (pbd). Boston scientific technical service discussed binning and auto capture (ac) maintains sets outputs to 3.5 volts from elective replacement indicator (eri) to end of life (eol). Further, the boston scientific technical services (ts) suggested disabling ac with low thresholds to conserve battery at around one year. This pacemaker was explanted. Additional information obtained from the field representative indicates that device will be returned. No additional adverse patient effects were reported.